Event description:
It was reported device showed cassette was not attached properly error. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of cassette not attached properly error. No relevant 12-month service history was found. Review of event log confirmed complaint with events of cassette not attached alarms. Visual and functional testing was performed. Device failed downstream occlusion/upstream occlusion testing. Probable cause was failing downstream occlusion (dso) sensor. Replaced the dso sensor. Device passed testing post repair.